Event description:
New information received notes the right atrial lead was capped and replaced on (B)(6)2021. There were no adverse consequences to the patient. .

Manufacturer narrative:
Additional information -b1, b2, b5, h1, h6 ( health effect impact code changed from no health consequences or impact to additional surgery).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of the leads, it was noted that the right ventricular (rv) lead had low high voltage lead impedance (hvli). The patient was brought to the hospital on (B)(6) 2021 for an another follow-up examination during which, the physician suggested that the low hvli was due to insulation damage which was caused by the lead which had been placed on the patients epicardium resulting in friction/wear due to abdominal movement. No programming changes were made to the rv lead. The patient will be monitored going forward. The patient was in stable condition.